Manufacturer narrative:
It was reported that the right front wheel is bent at the wheel. It was reported that the user was sitting on the rollator with the brakes engaged when the front wheel "buckled" causing him to "hurt" his shoulder. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
Front wheel "buckled".